Event description:
It was reported that the left ventricular lead exhibited loss of capture at the highest output. Programming was changed to right ventricular pacing with long av/pv delay. It was noted that the patient had previously undergone a surgery to receive a ventricular assist device after experiencing a serious pulmonary edema. The physician suspected that this could have caused the significant change in left ventricular capture threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.